Manufacturer narrative:
The case description states that the user went to the ER for high bgs after being unable to connect a new pod to their controller. Inspection of the android log files downloaded from the received controller found evidence of communication issues during pod activation on the date of occurrence. The engineering logs show that two attempts were made to pair and activate a new pod, however both attempts were unsuccessful due to communication errors. Inspection of the engineering logs found that in both cases, the controller was able to scan for pods and detect a pairable pod, however the controller was unable to connect to the pairable pod as a failed to connect error occurred each time. The physical controller was found to function as intended during testing. The controller successfully paired with and activated an unused pod with no communication errors. The controller successfully communicated with the pod, which was then paired with a cgm emulator, delivered a 5u bolus, and switched between automated and manual mode. No communication errors occurred during pod insulin delivery testing. The exact cause of the failed to connect communication errors could not be determined.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. For treatment, the patient was given insulin. The patient was discharged after 1 day. The controller was having communication problems. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.